Event description:
It was reported that during a partial gastrectomy procedure, the device was loaded and placed on the tissue, when fired the device locked out. The knife blade did activate and dissected a small portion of the tissue. They used suture to secure the dissected tissue area. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 03/12/2009. Info anticipated, but unavailable at this time.